Event description:
Heartmate 2 left ventricular assist device (lvad) presents with first post-lvad bleeding event in the setting of international normalized ratio (inr) 4.9 and aspirin therapy. 3 units of transfused blood were required and endoscopic evaluation failed to identify bleeding source. Aspirin was discontinued following this bleeding event.